Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considered the investigation into this reportable event as closed. On may 20, 2024 the recipient's device was repositioned. The recipient was successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. A CT scan revealed extra-cochlear electrodes. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: section b.3 this is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.